Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, product type: programmer, patient. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the battery indicator on the patient programmer screen showed that the battery was decreased even though the battery was replaced with a new one. Additionally, while the aforementioned was shown, communication was unstable. The battery was replaced with a new one and it was confirmed using another patient programmer that the battery was actually new. Factors that may have led or contributed to the issue included frequent use. The patient programmer was replaced with a new one and the issue was resolved. The physician's observation about the causality noted a product malfunction. There was no patient injury, however, it was also noted a surgical intervention occurred. Information was requested to clarify the reason for the surgical intervention. The patient's underlying disease included chronic pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, lot# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient programmer anomaly appeared to have occurred through product use and there was no patient harm reported. The company representative confirmed that there was no surgical intervention. Replacement of the patient programmer was considered the intervention. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.